Manufacturer narrative:
Section a4: patient weight was requested but was not provided. Manufacturer's investigation conclusion: the device history records were unable to be reviewed due to the serial number of the mobile power unit being unknown. Heartmate iii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms including low power hazard, power cable disconnect, and no external power alarms. Heartmate iii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The reported event of no external power alarms being active were confirmed via a review of the log file. The heartmate mobile power unit (mpu) was not returned for analysis; however, a log file was submitted for review. A review of the log file showed events spanning approximately 12 days ((B)(6)2021 ¿ (B)(6) 2021 per timestamp). On (B)(6) 2021 at 03:27:11 ¿ 03:27:50 and from, no external power alarms were recorded due to a loss of ac power. These alarms occurred while the controller was connected to the mpu and were cleared once power was restored. During these alarms. The backup battery provided power to the controller. There were no other notable alarms active in the log file. Pump operation was not affected during the no external power alarms. As an incidental finding atypical power cable disconnect alarms were active on (B)(6) 2021 at 19:21:49 and on (B)(6) 2021 at 03:28:18 ¿ 03:28:28 occurring while the controller was connected to the mpu. Multiple good faith efforts were made in order to retrieve additional information including, product return, the serial number of the mobile power unit (mpu), if the mpu have a v-lock connector on the ac power cord, if the power cord came loose at the wall/outlet or the back of the unit, and if there were any environmental circumstances that would have affected ac power at the time of the event (i.e. Loss of power to the house); however, no response was received. The root cause of the reported event was unable to be confirmed during this investigation. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient presented to the clinic with intermittent no external power alarms. Review of the patient's log files showed low flow events that were not sustained long enough to trigger an alarm. The log files also showed a series of no external power events on 22june2021. This was caused by power to the mobile power unit (mpu) being briefly interrupted. There were no other unusual events found within the log files, the equipment was operating as intended.